Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 600 mg/dl. Manual injections were administered to address bg level, and the customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 124 mg/dl.